Event description:
It was reported that the insulin pump did not deliver any insulin during a ten unit prime. It was also reported that the driver block did not move forward during the lead screw test and that the insulin pump failed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.